Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR and sap (qn) database reviews; were not conducted because a lot number was not provided. Unit: received one 20ga bd insyte autoguard IV catheter unit without packaging. All components were present and intact. Photo: one photo was provided for evaluation of this incident which revealed a 20ga catheter/adapter assembly over the needle. The photo shown the catheter tubing to have foreign matter present near the tip. Unit: visual observation revealed there was fiber (fm) present below the area of the tip of the catheter tubing. Microscopic evaluation confirmed the fm was identified to be as a gray fiber. No other damage was observed. Photos: the foreign matter (gray fiber) seen on the returned unit was also seen in the provided photo. Confirmation of the defect of foreign matter, was conclusive based on the observations of the unit and photo provided for this incident. Conclusion(s): relationship of device to the reported incident: indeterminate - based on the characteristics of the fm (fiber), it is unknown how or when the foreign matter/fiber was introduced to the catheter, as the unit was received out of packaging. There was no evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
The following fields have been updated with corrections: d.2. Medical device type: foz g.5. PMA/510(k)#: k952861.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on the catheter. No serious injury or medical intervention was reported.